Manufacturer narrative:
(B)(4). Upon additional information, this investigation will be updated.

Event description:
Boston scientific received information that during a follow up an alert message appeared due to out of range pacing impedances on the right ventricular lead. The lead switched from bipolar to unipolar. The daily measurements were reviewed which showed stable pacing impedances. It was suspected that the alert was triggered due to impedances dropping below 300 ohms. When running a thresholds test it was noted that the device was not able to complete the test and the test was conducted manually. The outputs were switched to a fixed setting. It was noted that when the patient was first interrogated the battery registered at 1.5 years remaining, and when the outputs were changed to a fixed output the battery longevity showed 3.5 years remaining. There was also some noted noise/oversensing when reviewing a few episodes. The physician requested the device setting be programmed to bipolar mode and change the right ventricular lead to a fixed pacing threshold. The patient will return in three months for a check of the right ventricular lead. Since the patient is zero percent paced in the ventricular the physician did not believe that the lead needed to be replaced at this time. A right ventricular lead replacement will take place when the device change out is completed in the future. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that at the most recent follow up the device had declared end of life (eol) and an alert for the lead safety switch was triggered. The physician wanted to know why the devices longevity dropped quickly as the last follow up in (B)(6) 2015 the device had 2.5 years remaining. It was discussed that there were out of range pace impedance measurements when it comes to the right ventricular lead which were ongoing, and this caused the lead safety switch to be triggered. This also causes the more battery usage. In additional the possibly of this device being in retry could have also increased the output thus increasing battery usage as well. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.